Event description:
It was reported that during implant procedure that the atrial lead had insulation damage. The atrial lead was not used and the physician elected to complete the procedure with a different lead. The patient condition was stable.

Manufacturer narrative:
The reported event of insulation damaged was confirmed. As received, a complete lead was returned for analysis. Visual analysis noted the outer insulation was cut at 9.4cm from the connector pin. The cause of the reported event was due to the procedural damage. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage.